Manufacturer narrative:
(B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Investigation summary: picture review: based on the provided x-rays the breakage of the tfna nail was confirmed. However, the provided pictures do not allow for any determination of the root cause. Part# and lot# of the involved tfna nail was not provided and products were not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had tfna nail broken and underwent for a revision surgery. The patient was experiencing a post-op device malfunction adversely with broken tfna. It was unknown if the revision surgery completed successfully. The patient had consequences with broken tfna and revision surgery. Concomitant device reported: unknown tfna helical blade (part# unknown; lot# unknown; quantity: 1). Unknown locking screw (part# unknown; lot unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) unk - nails: tfna. This report is 1 of 1 (B)(4).